Event description:
This event was reported as ring explanted; reason unk; no further info was provided.

Manufacturer narrative:
Co is requesting to remove this report from database. This event was reported as a failed repair with resultant regurgitation. No further information was provided.